Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported two issues that the patient experienced high blood glucose levels due to infusion set patch did not stick to skin upon insertion and was treated by correction bolus via pump on (B)(6) 2026.